Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion is located below the knee and is mildly tortuous and moderately calcified. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured on the first inflation at 8 atmospheres during the inflation period. The device was removed without any problem and was replaced for a different product to complete the procedure. The device was not returned as it was contaminated. There were no complications reported, and patient status is stable.